Event description:
The pt reported that his blood glucose was elevated to 185 mg/dl when he woke up and he changed the infusion set. He stated that while priming the infusion set no insulin dripped from the end of the needle. He disconnected the infusion tubing from the transfer set and insulin came out. He changed the infusion set and bolused to lower his blood glucose. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.